Event description:
Note: the date of the event is unk. It was reported to boston scientific corp in 2008, that the surgery dept was stocking product and noticed that the sterile cover was ripped on a talon 3 prong stone retrieval grasping forceps. There was no pt involvement.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.